Manufacturer narrative:
Concomitant medical products: 305c229, tissue valve, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the undersensing was observed on the right ventricular (rv) lead. Rv lead remains in use. No patient complications have been reported as a result of this event.